Event description:
It was reported that the customer had unexplained low blood glucose of 38 mg/dl. Caller stated that the insulin pump over insulin by delivering 50.0 units of insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with multiple boluses and monitored, all units matched in status screen. Unit communicated properly with the meter.